Manufacturer narrative:
The device was returned for inspection and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 error and the light guide lens has foreign material a definitive root cause for the could not be identified. Based on the results of the investigation it is likely that no image and b30 error were caused by damage to the connector cable and corrosion on plug unit. The cause of the foreign material was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope exhibited no image. The issue occurred during inspection for use. There were no reports of patient involvement.